Event description:
A journal article reports that a late preterm neonate study was performed with comparisons between readings of an inform meter and lab results. Neonates were late preterm of 35-36 weeks gestation. Readings were taken within the first 12 hours of life. The number of study participants was 238; no information was provided as to the sex of the neonates or number thereof. No information was provided as to the dates of birth of the study participants. Strip lot information or meter information was not provided. The study author provided information that alleged that the following results were obtained on neonate patient(s) less than 10 minutes apart. All readings are in units of "mg/dl." Meter, lab 33, 0 41, 0 26, 3 23, 5 41, 9 28, 8 28, 11 40, 16 26, 64 38, 16 66, 29 20, 9 20, 9 20, 9 81, 37 40, 19 23, 11 25, 12 35, 17 35, 17 41, 20 96, 47 71, 35 42, 21 30, 15 14, 72 41, 21 38, 20 28, 15 41, 22 26, 14 24, 13 31, 17 27, 15 30, 17 44, 25 47, 27 26, 15 31, 18 31, 18 24, 14 29, 17 39, 23 32, 19 37, 22 35, 21 20, 12 20, 12 45, 27 38, 23 23, 14 23, 14 23, 14 42, 26 29, 18 32, 20 35, 22 38, 24 44, 28 23, 36 28, 18 42, 27 45, 29 31, 20 40, 26 43, 28 23, 15 38, 58 42, 64 44, 29 42, 28 36, 24 45, 30 33, 22 30, 20 42, 63 45, 30 33, 22 33, 22 30, 20 40, 27 40, 27 34, 23 28, 19 44, 30 22, 15 44, 30 41, 28 40, 58 40, 58 29, 20 29, 20 38, 55 39, 27 85, 59 33, 23 43, 30 40, 28 40, 28 30, 21 27, 19 27, 19 44, 31 44, 31 58, 41 24, 17 38, 27 45, 32 45, 32 52, 37 70, 50 42, 30 35, 25 39, 28 32, 23 43, 31 44, 61 36, 26 36, 26 40, 29 40, 29 40, 29 37, 51 33, 24 48, 35 37, 27 37, 27 41, 30 41, 30 41, 30 41, 30 41, 30 41, 56 30, 22 33, 45 45, 33 45, 33 34, 25 42, 31 65, 48 73, 54 35, 26 39, 29 43, 32 43, 32 43, 32 43, 32 44, 33 36, 27 40, 30 40, 30 44, 33 44, 33 40, 30 32, 24 40, 53 45, 34 37, 28 37, 28 37, 28 33, 25 33, 25 25, 33 29, 22 29, 22 41, 54 25, 19 38, 50 42, 32 42, 32 42, 32 32, 42 42, 32 32, 42 38, 29 38, 29 34, 26 34, 26 64, 49 33, 43 43, 33 43, 33 35, 27 44, 34 44, 34 41, 53 41, 53 31, 24 31, 24 40, 31 40, 31 40, 31 58, 45 67, 52 27, 21 36, 28 45, 35 36, 28 45, 35 45, 35 41, 32 32, 25 32, 25 32, 25 32, 25 69, 54 23, 18 37, 29 65, 51 42, 33 42, 33 42, 33 33, 26 33, 26 43, 34 63, 50 68, 54 34, 27 34, 27 34, 27 39, 31 39, 31 31, 39 44, 35 44, 35 44, 35 40, 32 60, 48 35, 28 70, 56 40, 32 95, 76 40, 32 30, 24 35, 28 28, 35 no actions taken based on device results. No adverse event reported. Device and strips will not be returned - study was performed in 2009 and no information was provided regarding strips nor the inform meter(s) used in the study.

Manufacturer narrative:
This medwatch is for all inform system(s) involved in the patient study. All reportable meter-to-lab comparisons have been listed in medwatch with a1 patient identifier (B)(6). Article citation: s.a. Raff, g.l. Jackson, r.h. Nguyen, m.d. Manning and w.d. Engle (2012). Early postnatal point-of-care glucose screening in late preterm neonates of 35-36 weeks gestation [electronic version]. Journal of neonatal-perinatal medicine, 5, 1-8. - attachment: [4f9458683da60720e1008000a2840550.pdf].